Event description:
It was reported that during an in-office check for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system, it was noted that shock lead impedances measured less than 30 ohms. Technical services (ts) reviewed and found there has been a gradual decline. A few years ago, shock lead impedances measured 60 ohms and now is under 30 ohms. Ts discussed possible causes and recommended to get an x-ray. When the electrode was palpated, it takes a steep turn to the patients left side almost over the pectoralis. The patient mentioned he lost over 100 pounds over the last two years. At this time, the system remains in service. No adverse patient effects were reported.